Event description:
It was reported that during removal of the catheter, resistance was encountered and a piece of the catheter measuring 12mm remained in the pt. Further investigation found that the piece of catheter had wrapped around the epidural space, so it was decided not to remove it. There were no add'l complications.